Event description:
It was reported that a patient¿s infusion system was explanted due to infection. The explanted device components were returned to the manufacturer for analysis, the pump was not replaced. There was no patient death. The drug the pump was being used to infuse was not known. No outcome was reported for this event. Follow up was being conducted to obtain additional information but it was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Updated serial # for product ID 8709 to serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter, product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the 8709sc catheter n127300001 found c300. There was a hole or tear in the catheter body caused by the catheter connector pin. The hole was determined to be not user related. Analysis of the proximal catheter n092932006 found no significant anomaly. Coring tears/cuts in the seal were observed but no leak was seen in the lab and there was no allegation of leak. H3. Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.